Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation has been completed. The root-cause identified for this issue is a "service error" due to the screws being not originally fixed either at the time of system installation or during monitor replacement as per the service manual's instructions provided with the system. Investigation shows that the crt monitors cannot fall in normal clinical workflow. It has been also determined that this is an isolated issue to 2 sites (including the site in this report and MDR# 9611343-2014-00072 and 9611343-2014-00074, and the site in MDR# 9611343-2014-00071), which were corrected by a ge healthcare field service engineer when servicing the systems by fixing crt monitors with appropriate screws in the missing locations. No further actions are required.

Event description:
It was reported that some screws holding the crt monitors on the overhead boom of the bridge are missing, no crt monitor fall and no injury has been reported.